Manufacturer narrative:
It was reported to arjo representative that there was an incident with maxi twin passive floor lift and passive clip sling. It was stated that at the initial phase of transfer, from the bed to the wheelchair, the resident was raised and hanged over the bed for a few minutes to provide appropriate care routine. Then the lift was moved away from the bed and during its manipulation, one of the leg clips detached from the lift spreader bar. Following information provided, detachment was a consequence of clip incorrect attachment before transfer. As a result of incident which occurred, the resident fell of the sling to the ground and sustained head injury (open skin tear) and hematoma (bruise). The resident was transferred to the hospital where stitches were applied. After the event arjo qualified representative visited the customer to collect additional information and evaluate involved devices. Claimed sling was found to be in a very good condition and less than one year old. There were no abnormalities found that could have caused or contributed to the alleged event. No malfunction was reported regarding the lift. According to information collected during technician evaluation: ¿clip was not properly clicked over the attachment point, it balanced on the attachment point. The ribbon of the clip also fell before the point of attachment, so that it was not possible to visually observe that the clip was not properly attached¿. It was also mentioned that ¿it has been determined during reconstruction that it was possible to balance the clip at the thickest point of the attachment pin. As long as there was no lateral displacement of the clip, it remained nicely in place.¿ the instructions for use for passive clip slings (IFU 04.sc.00-int1_5) provides pictographic procedure regarding proper clip attachment process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: ¿make sure that: all clips are securely attached¿; ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process¿. To sum up, the system - clip sling and floor lift was used for the patient¿s care and in that way contributed to the alleged event. Correct transfer procedure, provided in the instructions for use, was most probably not followed as the improperly attached sling clip detached during the resident¿s transfer. No defect has been found within the lift nor the sling that could cause or contribute to the event however, the clip detachment occurred and from that perspective, the system did not work as intended. We decided to report this complaint to the competent authorities due to the circumstances: incorrectly attached clip detached during transfer that caused the patient to fall and sustain serious injury.

Manufacturer narrative:
We are in a process of reviewing information gathered. Additional information will be provided upon investigation conclusions in a follow-up report.

Event description:
It was reported to arjo representative that there was an incident with maxi twin passive floor lift and passive clip sling. It was stated that the patient was being transferred from the bed to the wheelchair, when one of the clips detached from the lift spreader bar. Following information provided, detachment was a consequence of clip incorrect attachment before transfer. As a result of incident which occurred, the resident fell of the sling to the ground and sustained head injury (open skin tear) and hematoma (bruise). It was also stated that stitches were applied.